Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Company representative reported on the behalf of the injecting healthcare professional that after injection with 65% of one syringe of juvéderm® ultra xc in the lips, there was a "small occlusion" and that the injector saw immediate blanching in the lower right lip. Healthcare professional stated they immediately starting doing a mild massage, and then treated the patient with the vitrase followed by "a lot more massaging." The color returned almost immediately afterwards. The injector confirmed the patient seems to be doing okay now, but "still has a tiny bruise in the lower right side of the bottom lip." The patient takes "birth control" concomitantly.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a "small occlusion," blanching, and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization." "Injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." Adverse events: ¿"the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." ¿ "the onset of ecchymosis generally varied from immediate to 5 days post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within 1 to 4 weeks."

Event description:
Company representative reported on the behalf of the injecting healthcare professional that after injection with 65% of one syringe of juvederm ultra xc in the lips, there was a "small occlusion" and that the injector saw immediate blanching in the lower right lip. Healthcare professional stated they immediately starting doing a mild massage, and then treated the patient with the vitrase followed by "a lot more massaging." The color returned almost immediately afterwards. The injector confirmed the patient seems to be doing okay now, but "still has a tiny bruise in the lower right side of the bottom lip." The patient takes "birth control" concomitantly.